Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comment: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a replacement lens of different power. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, and residue/debris on product. Visual inspection found optic deformed and haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Additional information: h6- type of investigation 3331 - device history record (DHR) review; DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).